Event description:
Facility reports that while transferring a resident, using an uno pt lift from wheelchair to bed that an incident occurred. The resident was lifted off the surface of the seat of the wheelchair. The wheelchair was pulled back to get the resident into the bed when the actuator snapped. The legs of the lift were out. The lift wheels were locked. The pt dropped to the floor between the legs of the lift. Resident was taken for x-rays and CT scan, both of the which were negative for fractures. Resident suffered no cuts or bruises.